Event description:
It was reported that the recharger was showing a red light around the power button and it was not charging. Agent could hear the recharger beeping, then begin charging and then go back to searching. Caller noted that it went to searching because they moved to get the handset. Caller powered on the handset and saw battery was charging, 100% and the therapy was off. The caller noted increased dyskinesia starting today. Walked the caller thru closing the app, powering off the recharger and moving to the communicator and my therapy app. Caller was able to connect and turn the therapy back on. The caller noted that it turned off by itself somehow. Asked the caller if the battery got low enough to turn therapy off and they were not sure, but that may have happened. They do not use the external equipment to check the battery or to recharge. The caller will call back if they need assistance using the equipment as they do not feel comfortable using it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.